Event description:
The customer received a blood glucose reading of 48mg/dl on the contour next and was feeling dizzy. There was no mention of treatment to raise his blood glucose. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.